Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were provided. Right hip revision op note demonstrated that the patient was revised due to stem fracture. X-ray review demonstrated that there is a fracture of the femoral component of the right total hip arthroplasty. Another x-ray demonstrated that the femoral component is replaced with possible changes of an osteotomy present within the proximal right femur. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being released to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 6 years post implantation due to implant fracture. The patient¿s femoral stem was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of x-rays identified a fracture of the femoral stem. The device was returned to the department of materials science and engineering at budapest university of technology and economics. A failure analysis report was conducted at budapest university and the report was returned to zimmer biomet for review. In the report, it was noted that macro- and microfractography of the fracture surfaces determined the cause of fracture to be fatigue caused by a repeating load however, without the opportunity to examine the complaint product, root cause cannot be determined. Review of the device history record identified no deviations or anomalies that may have caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.